Manufacturer narrative:
Device component code 430 relates to device problem code 1069 for the reported event of basket wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a procedure on (B)(6) 2018. According to the complainant, during the procedure, the basket wire broke inside the patient. The broken wire was recovered using a different stone retrieval basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A zero tip basket was received for analysis. A visual analysis of the returned device found no issues with the basket section and found that it was still properly attached to the proximal end of the basket. The working length (including the sheath and pull wire) of the returned device was found to be broken at its distal section (at about 12 cm from its distal end). No other anomalies were noted. The complaint of the basket wires being detached was not confirmed. No issues were found on the basket section and there were no broken wires observed. Therefore, the most probable cause is ¿not confirmed returned¿ since the complaint included a returned device review (visual and physical) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. The investigation analysis found that the working length was broken. The failure was noted to be during procedure and inside the patient which is evidence that device was manipulated. It is the most likely that the device could have been excessively manipulated since the failure found (working length broken), is an issue that could have been generated by excessive manipulation of the device by the user, interaction with the scope/other devices and/or excess of force applied to the product during its use, excess of force can cause damages or deformities. The evaluation concluded that during the procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure "working length broken", therefore the most probable root cause for this investigation finding is ¿operational context¿. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a procedure on (B)(6) 2018. According to the complainant, during the procedure, the basket wire broke inside the patient. The broken wire was recovered using a different stone retrieval basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.